Event description:
Customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 600 mg/dl. The customer¿s current blood glucose value was 574 mg/dl. The customer stated reservoir was leaking. The customer did experience symptoms of high blood glucose value such as frequent urination and dry mouth. The customer treated high blood glucose with insulin pump. The auto mode was not active at the time of incident. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The reservoir will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This statement should be included with any information or report disclosed to the public under the freedom of information act.